Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-09569). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that remote transmission noted the device reached eri, which was exhibiting rapid battery depletion. Last check, the device reported 3 years remaining to eri. The patient was brought in for further evaluation, and it was observed that the voltage had dropped in a very short time span. The device was explanted and replaced. Patient was fine after procedure.